Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
A dispatched dager fse could narrow-down the root cause for the ventilator failure alarm to the vent motor and replaced it. The concerned motor was not returned to manufacturer for investigation. The log file analysis however confirms the previous expertise; the motor position supervisor system detected two encoder check errors i.e. Deviations between calculated rotor position and the measured one. The safety software forces a shut down of automatic ventilation to prevent from serious mechanical damages. This shut-down is accompanied by a corresponding alarm. Manual ventilation as well as the monitoring functions remain available which enabled the user in the particular case to complete the procedure. The motor is a wear-and-tear part. The most likely explanation for the motor position error would be when the unit exhibits several rotor positions where it does not provide mechanical power due to an abraded collector disc. The repair exchange was the appropriate measure to put the device back into fully operable condition.